Event description:
A hospital in (B)(6) reported that an rd900aeu neopuff infant resuscitator had broken inlet and out seals. The top and bottom end of the caps were also broken. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rd900aeu nepuff infant resuscitator was returned to fisher & paykel healthcare in (B)(4). It was visually inspected for physical damage. The manometer was performance tested by fitting into a known good valve system and tested based on the neopuff technical manual. In addition, the manometer was tested for the accuracy of its pressure readings by applying test pressures in 5cm h2o increments until a maximum of 71cm h2o with maximum pressure relief valve fully closed. Results: the gas inlet port, gas outlet port, and enclosure (fascia, upper and lower end caps) were cracked. Performance test revealed that the manometer was out of specification. The pressure test also indicated that the actual pressure delivered was lower than what was indicated on the subject manometer. A lot check revealed no other complaints of this nature for lot number 040504. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. It must be noted that the subject neopuff had been in service for 11 years. All neopuff units, including the manometers, are visually inspected for any defects and performance tested for functionality prior to leaving the production line. Those that fail are rejected. This suggests that the gas ports and enclosure were damaged after the subject neopuff unit was released for distribution. The damage to the manometer is most likely caused by significant impact. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. The neopuff technical manual states the following: "dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient." In addition the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff." The defective neopuff unit was not repaired as per request by the customer.

Event description:
A hospital in (B)(6) reported that an rd900aeu neopuff infant resuscitator had broken inlet and outlet seals. The top and bottom end of the caps were also broken. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint rd900aeu neopuff infant resuscitator is en route to fisher & paykel healthcare in (B)(4) for investigation. We will provide a follow-up report once we have completed our investigation.